Manufacturer narrative:
All information reasonably known as of 11 may 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. No root cause could be determined. The device history record for aa6060f08 was reviewed and the product was produced according to product specifications. All information reasonably known as of 2017-05-05 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported by the patient that they received a new peg tube in the beginning of 2017 that they had never used before. After the placement of this peg, the patient alleges that an allergic reaction began outside of the stomach, in the form of wounds, which the patient treated themselves. After that, the patient alleges stomach flu like symptoms and increasing weakness, with difficulty breathing, even on respirator. The patient went to the hospital where the patient alleges they were diagnosed with sepsis and pneumonia. On the advice of the hospital physician, the peg tube was switched out with a type that the patient had used before, upon which the patient alleges that all symptoms resolved. The patient reported that they have completely recuperated. No further information has been provided at this time.

Manufacturer narrative:
All information reasonably known as of 25 may 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This (B)(4).

Event description:
Per additional information received, the patient reported to the distributor that when the product was replaced, it was replaced with earlier received stock that she still had on hand.